Manufacturer narrative:
Reportable malfunction/near incident identified. Investigation in progress. Eval summary: lss analysis summary: the actual complaint device (lot 40174, manufactured october, 2001) was returned and found to have both clear cartridge holder engagement tabs broken. This malfunction may result in an under dose. Corrective action: the core user manual states "do not damage or remove the cartridge holder table. Do not use the pen if the cartridge holder tabs are broken. Do not use the pen if any part of your pen appears broken or damaged. Contact your healthcare professional." There is evidence of improper use. Damage to the right engagement tab is consistent with removal with an unknown tool such as a screwdriver. The left engagement tab is not cracked but is damaged with noted tool marks around the damaged area. The device will not prime although can be dosed with noted "skipping" of the device with the damaged complaint clear cartridge holder attached. The issue of the devices "skipping" during dosing is most likely caused by the complaint clear cartridge holder poorly engaging the cartridge holder interface (due to the broken and damaged engagement tabs) and therefore poorly engaging the injection clutch components. The probable root cause for the damaged clear cartridge holder tabs is damage while in the field from an unknown tool.

Event description:
This device case, which does not involve an adverse event, reported by a pharmacist who initially contacted the affiliate with a product complaint, with additional information reported by the pharmacist via a sales representative, concerns a female patient. The patient's medical history, concurrent condition or concomitant medication was not provided. The patient started subcutaneous human regular insulin (humacart r) (lot# unk) via two pens (one was humapen ergo burgundy/clear pen body (lot#: 40174) with a clear cartridge holder attached and the other was unknown) for diabetes mellitus as an outpatient (dose or start date was not provided). In 2007, she noticed that the humapen ergo burgundy/clear pen body (lot#: 40174) with a clear cartridge holder attached had a different feel from usual, and suspected it was defective. This humapen ergo with a clear cartridge holder is associated with another device. The other pen was not associated with complaint reports. The operator was the patient. It was not provided if she was trained. The pen was stored at room temperature. She used bd's 31g needles. She used the humapen ergo with a clear cartridge holder from 2006 to 2007. The humapen ergo with a clear cartridge holder was returned to the affiliate qi on june 29, 2007. There was no reported complaint for the other pen and its return is not expected. Attempted to obtain lot/control number of humacart r; information was unknown. No further information is expected.